Event description:
It was initially reported that when the patient would sit or stand they could not lift their leg high enough to put on a sock and was causing pain. It was noted this was occurring when the stimulation was on. Patient had this pain for about a month or a little longer. There were no falls or traumas. It was noted that there was a loss of therapeutic effect. Patient was changing diapers 4-5 times a day. Patient was at 6.0v and could not go any higher. Patient had gotten an upper limit reached screen. Patient had an appointment on (B)(6) 2013 with the health care professional. Additional information received on (B)(6) 2013 noted that in (B)(6) 2012 only reported sensation in right foot. Ipg was in fact off when patient was seen by us. The cause of the event was noted as unknown, when first seen ipg was off. She reported it worked until 10 months ago. There were no abnormal impedance measurements. Patient had ipg implant in 2010. First seen here, (B)(6) 2013, complaint of foot pain. Her ipg was off. Patient had ipg site pain with system off. Surgical intervention was planned (B)(6); patient declined a revision. Radiological intervention showed no lead migration. Reprogramming (B)(6) 2013 impedance measured all within normal limits. No change in voiding symptoms. Same ache in ipg site. Still with right foot sensation; even with ipg off. Explant scheduled (B)(6); patient declined revision even though sns helped and work (B)(6) 2013. Signs and symptoms: ache in ipg site. Hospitalization was not required.

Manufacturer narrative:
A corrected notify date for the first supplemental report is 2013-9-27.

Event description:
8/26/2013- the representative was notified of explant. The representative had no idea they were returning the device or there was a problem. 9/13/2013- the representative received device in the mail with a request to return the device. No explanation why. 9/27/2013- implanter finally gave reason for explant and why he wanted the device returned to the manufacturer.

Event description:
It was later reported that there was a possible problem with the ins. The patient had device and lead explanted on (B)(6) 2013. Additional information received noted that the cause for the explant was that the patient's urinary symptoms returned with no good explanation. There were no lead migration, no changes with reprogramming, and no impedance problems. Additional information received noted that it stopped providing effective therapy. From reporting on (B)(6) 2013 it was noted that the patient had good response up to 6 months ago and then return to urge incontinence. Reprogramming could not find anything wrong with impedance, etc, no lead migration. The patient just wanted it out as was also having neurological changes in foot and leg over the same time. This reporter thought it was unrelated. The patient "just wanted it out".

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v675654, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v675654, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3889-28, lot# v675654, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy167701h) showed no anomaly found. Final analysis of lead model 3889-28 lot# v675654 showed lead body cut through, product segmented. No significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.